Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via rep. It was reported that the pump was replaced. A portion of the catheter was retained. The pump was mailed back for analysis with tracking (B)(6). No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found underinfusion with an undetermined root cause. The catheter was returned, and analysis found coring-tears-cuts in the seal of the sutureless connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-oct-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid (40 mg/ml, 6 mg/day) via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient had withdrawal symptoms, including nausea, vomiting, and headache. The hcp performed a dye study but could not aspirate the catheter. A rotor study was not performed. The patient would be taken to the operating room for a pump and catheter replacement on (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. The patient's status was 'alive - no injury.' The patient's concomitant medications included consumed marijuana. No further complications were reported.